Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life) issue. There was no allegation of an adverse event with this complaint. Customer support has made several attempts to contact the reporter in follow up, however, the reporter did not respond. No further information was available; if further information is provided a follow up report shall be made. This complaint is being reported because of the allegation of a power issue.

Manufacturer narrative:
Follow-up #1: date of submission 12/1/2015. Device evaluation: the device has been returned and evaluated by product analysis on 11/18/2015 with the following findings: a review of the pump black box revealed that the data from the date of the complaint had been overwritten. The original complaint was unable to be confirmed or duplicate during the investigation. The pump powered on with the returned battery cap. The battery cap was able to fully tighten. The current draws were within specifications. The pump case was removed and there was no evidence of moisture or loose components inside the pump. Unrelated to the original complaint, the battery compartment was found to be cracked below the grip pad. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.